Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a three (3) patients experienced hypotension and maculapathy after having a stent inserted in their eyes. This is the second of two (2) reports for this facility. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).